Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.

Event description:
It was reported the patient received inappropriate therapy due to atrial tachycardia. The defibrillator was explanted and replaced with a bi-ventricular pacemaker. No further patient complications have been reported as a result of this event.